Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. Device received with cracked case at the display window corners, reservoir tube lip, reservoir tube window corners and battery tube threads. Device received with stained end cap sticker. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose level of over 600 mg/dl and had to go to the emergency room. The customer was treated by giving bolus with the insulin pump. Customer declined to troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.